Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Based on additional information received, the following field have been updated: g3, h2, and h6. Additional information and/or investigation results will be reported within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of the reported instability. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not returned for evaluation. Photo-the explanted tibial insert, appears unremarkable for an implanted device. The yellow discoloration appears consistent with staining from bodily fluids. The red discoloration appears consistent with retained biological remnants, such as blood.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 5 ½ yrs postop the initial tka, this (B)(6) y/o male patient returned recently complaining with instability. The knee was debriefed and a 13mm psc insert was implanted. Logic psc insert was upped from 9mm to 13mm. There was no noted reason during the case for the instability and no mention of trauma during the case. Patient was last known to be in stable condition following the event. Device not returning as hss retains all retrievals.